Manufacturer narrative:
Device was used for treatment, not diagnosis. The actual device has been returned and is currently pending evaluation. Once reliability engineering evaluates the device, a supplemental medwatch report will be sent accordingly.  If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that the handpiece device was heating up. It was not reported if the device was used in surgery, or if there was patient involvement. It was not reported if there were any delays in the surgical procedure, or if a spare device was available for use. It was not reported if there were any injuries, medical intervention or prolonged hospitalization. The exact date of the event was not reported. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.

Manufacturer narrative:
Device was used for treatment, not diagnosis. The actual device was returned for evaluation. Reliability engineering evaluated the device he handpiece device was evaluated and the reported condition that the device was heating up was not confirmed because the device failed the cutter / attachment assessment and testing could not be completed. Therefore, an assignable root cause was not determined. It was noted that when the device was taken apart it was obvious that medical debris, blood residue, and corrosion in the burr lock assembly caused the failed cutter / attachment assessment. It was determined that the root cause of this failure was medical debris buildup which was clearly observed and was a typical result of insufficient cleaning, which is user error/misuse/abuse. If additional information should become available, a supplemental medwatch report will be submitted accordingly.